Event description:
The mother of the pt reported that the pt experienced several blockages with her infusion set tubing. The pt's blood glucose elevated above 500 mg/dl. The pt's normal range is from 100 to 150 mg/dl. The pt had a symptom of vomiting and her ketones were moderate to high. The mother gave her a shot in order to bring her blood glucose back down. The mother stated that her blood glucose returned to normal. The mother did state that on 11/23/06 she noticed that the cannula was kinked upon removing it from the pt's site. The pt was able to switch out the tubing and perform a bolus without any error messages. No product will be returned for eval.